Manufacturer narrative:
Follow-up #1 date of submission 05/05/2014-product analysis: the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings: the complaint could not be duplicated during investigation. A review of the pumps black box revealed no abnormal alarms or issues. A battery compartment crack was observed during testing. The battery cap contact height was out of specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No power issues were experienced during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump was intermittently powering off. This complaint is being reported because the reported power issue was not resolved. There was no indication that the product caused or contributed to an adverse event.